Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that right atrial (ra) and right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition. The noise was reproducible in clinic. Both ra and rv leads were explanted and replaced. The patient was in stable condition.

Event description:
New information notes that the oversensing noise on right atrial (ra) lead resulting in inappropriate mode switch. The noise was reproducible with isometric exercise in clinic.